Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was received: the alarm ¿remove instrument from patient¿ was occurred and the device was removed from the patient. When the blade was checked by the nurse, the blade was broken off outside of the patient. There is no problem for the patient.

Event description:
It was reported that during a laparoscopic hepatectomy, the blade broke off outside the patient when cutting the liver parenchyma, and the alert screen "remove instrument from patient" was displayed. The broken pieces were retrieved. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.